Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead fell, was unresponsive and was externally resuscitated by a friend. Upon interrogation in the emergency room, a red screen was displayed indicating that the device was in fallback. At explant, it was reported that there were arc marks on the outside case of the pulse generator, the impedance on the implantable transvenous defibrillation lead was greater than 3000 ohms and there was no capture at 7.5 v. ,